Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. Inspection found a damaged conductor wire insulation at the distal end. The internal wires were exposed. The wires were continuous and not fully broken. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that after successfully completing a da vinci-assisted prostatectomy surgical procedure, inspection of the fenestrated bipolar forceps instrument found a broken wire. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the site's clinical engineer and obtained the following additional information regarding the reported event: the problem was noticed after the procedure. The reporter was not able to confirm the color of the damaged wire.